Manufacturer narrative:
This product is not expected to be returned. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this implantable pulse generator (pacemaker) along with the entire system was explanted due to an infection. This device is not expected to be returned for analysis. No additional adverse patient effects were reported.